Event description:
A malfunction was reported on the pump by the customer, which caused the customer's blood glucose to exceed normal levels. The specific blood glucose value was not known, as it only displayed as "high." The customer addressed the situation by administering a correction injection via multiple daily injections (mdi) and no third-party assistance was required. Technical support provided guidance on resetting the pump, resolving the issue as the malfunction code did not recur after the reset. The customer was advised to monitor the pump and report any future malfunctions, which they acknowledged and understood.